Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload had damage to the cutting edge of the knife blade. The reload anvil clamping mechanism was deformed. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the reload, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the device stopped firing while being applied on stomach. Just the first rows of staples were deployed into the tissue. There was a poor staple formation and the distal staple line was incomplete. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.